Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a normal device change out. The electrical parameters were stable and the lead remains implanted. The patient was stable post procedure.